Event description:
Resident was sitting on shower taxi commode chair in the shower. Cna pulled the shower chair out of the shower and the chair broke, causing the resident to fall to the floor. Chair is over 10 years of age. A 400 pound capacity on manufacturing info. Supplier: (B)(4).